Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) cuff due to urethral atrophy. A patient outcome of fully recovered was reported.